Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) the units compressor was too noisy. Thee was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9(return to manufacture date, device available for evaluation), e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. During pm I found the compressor was too noisy. The compressor replaced last year for the 5k pm. All tests passed manufacturer¿s specifications. Replaced scroll compressor for precautionary purpose. All working was completed on the maintenance so# (B)(4).cardiosave iabp services completed. Full pm, safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. Note: no accessories were with the device. Tested the device with getinge fst pt cable with lead wires and pressure adapter cable. The national repair center installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual revision p. The nrc verified the compressor noise related malfunction, compressor it is making very loud noises during a pressure test. Retaining the compressor in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the compressor shall be scrapped.

Event description:
N/a.